Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The maryland bipolar forceps instrument was found to have a broken conductor wire at the proximal end in the waterfall pulleys. The instrument failed the electrical continuity test. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the logs show the customer last used the maryland bipolar forceps instrument part# 470172-16 lot# n10200211-0096 on (B)(6) 2020 during a gynecology procedure with system (B)(4). The instrument had 4 uses remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the maryland bipolar forceps instrument was not conducting energy. Per failure analysis, the instrument was found to have a broken conductor wire at the proximal end. Damage to the conductor wire insulation of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, the customer observed the maryland bipolar forceps instrument was not conducting energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator reported that the issue occurred on (B)(6) 2020 during a robotic hysterectomy procedure and confirmed that no fragments fell inside the patient. It was noted that the maryland bipolar forceps instrument was inspected prior to use. Reportedly, the instrument could not be used at all. An erbe generator was used, and no instrument collision was observed. The procedure was completed robotically with no reported injury or harm.